Manufacturer narrative:
One vigilance2 monitor was returned for product evaluation. The product was tested with a simulator and there were no issues found. The correct readings were obtained. A visual inspection was completed and it was found that the over mold connector had physical damage. The component was replaced. The system was upgraded to the latest software configuration. The burn in test was performed, per procedure, and the unit passed the test. The system was tested, per the final acceptance test unit, (fatu), per procedure, and it passed the final functional test. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non conformances. The reported event was not confirmed by evaluation. There are no indications that this is related to the manufacturing process. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.

Manufacturer narrative:
The product evaluation is in progress. Upon return of the evaluation results a supplemental report will be submitted.

Event description:
It was reported by the clinician that there were incorrect readings on the vigilance 2 monitor. The type of readings is unknown. There were no fault messages that displayed. There is no further information that is available from the hospital. There was no patient treatment administered. There was no patient harm or injury.